Event description:
A malfunction alarm characterized by malfunction code 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to report any future recurrences of the malfunction.